Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73l1800307 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is unformed.

Event description:
It was reported that the clip is unformed.

Manufacturer narrative:
Qn#(B)(4). The customer returned (B)(4) unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with its trigger partially engaged and two partially formed staples stuck in the device. The stapler was received with 33 staples remaining including the two partia lly formed staples, indicating that at least 2 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the partially formed staples properly formed and released. Three more attempts were made and the following staples released properly. To simulate insertion into the skin, three staples were successfully fired into a simulated skin pad. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "bent/deformed parts - staples" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.